Manufacturer narrative:
Unit passed displacement test. However, unit alarmed motor error while rewinding the pump at prime test due to force sensor resistor damaged by moisture. The motor was tested outside the device and passed. Unit received with cracked battery tube threads. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.